Event description:
The physician experienced difficulty inserting a 3.0mm diameter by 12mm length s7 stent delivery system through the rotating hemostatic valve, therefore, the stent delivery system was removed. The physician noted that the hemostatic valve was not opened all of the way. The hemostatic valve was then opened all the way and the stent delivery system was re-inserted for treatment of a lesion in the circumflex coronary artery. Under fluoroscopy, the physician noticed that the stent had moved proximal on the balloon, so they attempted to remove it. Upon removal of the stent delivery system, the stent caught on the edge of the guide catheter causing it to dislodge from the delivery balloon onto the guidewire. A 1.5mm ptca balloon was inserted through the undeployed stent and inflated slightly to advance the stent to the lesion site. Once positioned at the lesion site, the balloon was inflated to deploy the stent. The balloon was removed and a 3.5mm ptca balloon was inserted to further deploy the stent at the intended lesion site. The pt was reported to be fine post procedure and there was no additional clinical sequelae reported related to the event. Inserting the stent through a hemostatic valve that was not in the open position, likely contributed to the stent adhesion on the balloon.